Event description:
According to the reporter: while using the device, the doctor went to apply a clip to a vein and twice the clip applier failed to deliver a clip. This brings the bare jaws down on the vessel cutting it.

Manufacturer narrative:
(B)(4).